Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. This report was related to a remstar auto device. The manufacturer received information from the patient alleging they run out of breath and has memory issues due to the foam in their device. The patient reports not using soap to clean the device and just rinsing. The patient states they followed the cleaning instructions. The patient had heart surgery prior to using the device and was recommended to use the device afterwards. There is no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. A device was returned to the manufacturer/third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the device was visually inspected and found no evidence of foam degradation. During the evaluation, the customer complaint was not confirmed and dust-like contamination was found in the device. A final report is being submitted. If new information becomes available, a follow-up/supplemental report will be completed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. This report was related to a remstar auto device. The manufacturer received information from the patient alleging they run out of breath and has memory issues due to the foam in their device. The patient reports not using soap to clean the device and just rinsing. The patient states they followed the cleaning instructions. The patient had heart surgery prior to using the device and was recommended to use the device afterwards. There is no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.